Event description:
It was reported to philips that the device's fco software upgrade had failed. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer previously reported information that the device's fco software upgrade had failed. There was no reported patient involvement. Additional information has been received and the device has been returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.